Event description:
The handpiece push button head cap came off during a crown preparation procedure on a tooth in the upper left quadrant. The head cap was recovered immediately, and the patient was not affected. The doctor switched to a different handpiece and the procedure was completed successfully.